Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level. Cause was unknown, and a specific bg value was not provided. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.